Event description:
Customer stated, "switch shuts off but the light stays on. But it has turned back on by itself." The customer did not claim any injury. The product was returned for investigation. An investigation was done to look into the customers complaint. The investigator determined the spring in the switch was broken, causing the trigger to constantly be pressed down, this led to the incident the customer described. The pad also showed other signs of misuse. The pad was bunched and the switch was worn.